Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019 where the physician attempted to explant the lead but was not successful due to scar tissue. As a result new leads were placed at a different location. Effective therapy restored post -op. Lead at l5 reported under MFR. Reference report # 1627487-2019-02354.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced fall and is not receiving effective therapy due to high impedances on all the contacts at lead s1. Imaging revealed no anomalies and reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.